Event description:
A high ultrafiltration incident while performing hemodialysis treatment with a 1550 instrument. The facility reported that 900ml of fluid were removed from the patient during a 3 hour treatment when the goal was set to zero. A baxter field service engineer (fse) went to the facility to evaluate the instrument. The fse found that the high flux switch on the pc19 board was switched to 'on'; thus pulling 300 ml/hr minimum. The fse changed the high flux switch to "off" to correct the issue. There was no patient injury or medical intervention reported in association with this incident.